Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify for motor error alarm and perform occlusion, prime and excessive no delivery test due to prime alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer also reported that while changing the infusion set, she received a no delivery alarm. The customer changed the set again and then received a motor error alarm. The customer reported that the drive support cap was sticking out. The customer's blood glucose level was 118 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.